Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient reported onset of recurrent inflammatory reactions at pod insertion sites beginning approximately (B)(6) 2025 and occurring with multiple pods. Reported symptoms included redness, pain, warmth, and purulent drainage at the application sites, with some requiring frequent bandage changes due to high volume of exudate. The patient sought medical attention on (B)(6) 2025 and has undergone repeated evaluations by a general practitioner, healthcare provider, and internist. Treatment consisted of flucloxacillin 500 mg four times daily for 10 days, prescribed on multiple occasions for ongoing symptoms. Additionally, incision and drainage were performed on multiple occasions to release accumulated pus. No formal diagnosis was provided. Medical treatment is ongoing.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.